Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. Customer's blood glucose was 19 mg/dl. The customer was admitted to the hospital. Customer was treated in the hospital. The customer visited her doctor's office the next day and lower her insulin dosage.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.